Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the screen went blank. The device was not changed out. No other details regarding the nature of the event were provided.